Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Prior to use, damage to the ace catheter was found near the hub and it was not used. The procedure continued using a new ace catheter.

Manufacturer narrative:
The 5max ace was fractured under the strain relief, approximately 1.3 cm from the hub. The complaint has been evaluated. The complaint indicated that the 5max ace was fractured. Evaluation of the returned product confirmed a fracture in the proximal shaft. This type of damage frequently occurs due to improper handling during removal from packaging. If the catheter is removed from the packaging hoop at an angle, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.